Event description:
It was reported to boston scientific corp that a leveen coaccess electrode system was used during an rf ablation procedure, performed in 2008. According to the complainant, during prep, no anomaly was noted as the electrode tines were extended and retracted. It was reported, however, that the physician had difficulty inserting the introducer into the lesion and felt "significant resistance" when the tines were deployed into the lesion. The complainant also stated that after ablating the tumor for two minutes, the impedance decreased and the pt complained of pain. And, according to the complainant, due to physical resistance, the electrode tines failed to retract and required force to remove from the introducer; examination of the electrode outside of the introducer revealed "twisted and tangled tines." The procedure was completed using another leveen coaccess electrode device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation of the returned device noted the array was in an opened state; and the tines were bent and deformed. In addition, the cannula was slightly bent near the device handle. A functional evaluation noted that the tines could be retracted, and extended without issue. The reported complaint of damage to the electrode tines is confirmed. Although the cause of the reported event is undetermined, based on the device evaluation and on the event description, it is likely attributable to procedural use (i.e. Operational context). A search of the complaint database was performed; one additional complaint for a similar issue has been reported for the same lot. A review of the device history record was performed; no anomalies were noted. The september 2008 15-month rf probe product family complaint trend chart was reviewed; no unfavorable trend was noted.